Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate an 82-year-old female patient, the device self discharged after prompting shock advised. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The zoll AED plus is a semi-automatic defibrillator, meaning the user must press the shock button to deliver treatment. During the reported event, the device functioned as designed: it detected a shockable rhythm, alerted the user, and delivered a 120-joule shock after the user pressed the button. The log showed normal operation, no errors, and a successful self-test before the event. Post-incident testing confirmed the device, electrodes, and batteries were fully functional. The device was recertified and returned to the customer. No trend is associated with reports of this type.